Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17169691/17169691.

Event description:
It was reported that the patient underwent a procedure wherein the ipg and leads were replaced due to an unknown reason.

Event description:
It was reported that the patient underwent a procedure wherein the ipg and leads were replaced due to an unknown reason. Additional information was received that the patient underwent a full system replacement due to MRI and that the patient was doing well postoperatively. The explanted device components were discarded by the medical facility and will not be returned.